Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author believe that there was an alleged product deficiency of the absorbable hemostat used during the procedure? Citation: world neurosurgery (2017), doi: 10.1016/j.wneu.2017.08.115.

Event description:
It was reported in a journal article (candida meningitis after transsphenoidal surgery: a single institution case-series and literature review) that on an unknown date, the patient underwent surgical repair with a right nasal floor free mucosal graft, duraseal, and avitene wrapped in absorbable hemostat. Cerebrospinal fluid cultures were positive for coagulase-negative staphylococcus meningitis, which was treated initially with vancomycin and cefepime, and later with ceftriaxone. Six weeks later, the patient presented with recurrent csf rhinorrhea and headache, and head CT demonstrated pneumocephalus. The patient returned to the operating room for endoscopic exploration and repair with a modified gasket seal technique, duragen, fascia lata graft harvest, fat graft harvest, and attempted lumbar drain. The patient remained intubated to avoid worsening pneumocephalus, and a lumbar drain was placed three days later for persistent csf rhinorrhea. At this time, csf cultures were positive for candida albicans, and fluconazole was added to the patient¿s previous regimen of vancomycin, cefepime, and metronidazole. Ten days later, due to persistent csf rhinorrhea, the patient underwent a transnasal endoscopic regional middle turbinate rotational flap and placement of a right frontal ventriculoperitoneal shunt. One month following this, the patient presented with pneumocephalus and underwent a bicoronal incision with pericranial flap and an additional middle turbinate flap, abdominal fat graft. The leak persisted, and 10 days later, the patient underwent another endoscopic repair with more abdominal fat graft as well as a free mucosal graft from the nasal septum. This was topped with tisseel, duraseal, floseal, and a 30 ml foley catheter, while absorbable hemostat and avitene were placed around the catheter. The patient had no further rhinorrhea and was doing well at his follow up 10 months later.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.